Event description:
It was reported spline damaged and difficulty withdrawing the catheter occurred. During an ablation procedure to treat atrial fibrillation, a farawave nav catheter was selected for use. There were no errors on either the farastar nor on opal throughout the case. The last delivery the physician gave was on the posterior wall (pw), near the right inferior pulmonary vein (pv). The physician followed a map and ablate workflow with no post map. The right inferior was promptly wired out, undeployed the catheter, and pulled the catheter out of the left atrium (la). The physician scrubbed out, and while equipment was being cleaned, the scrub technician requested that the catheter be examined. It was informed that the catheter was difficult to pull out of the faradrive sheath, so the catheter was forcefully removed out of the sheath. A spline was found to be completely broken off from the catheter. It was believed this was due to a sharp turn taken during undeployment of the catheter in the la, which may have resulted in a spline inversion on the way out. The possible inversion was believed to have possibly led to the spline breakage when the catheter was pulled forcefully from the sheath. Procedure was completed with the original devices. No patient complications were reported. The catheter and sheath are not expected to return for analysis as they were disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported spline damaged and difficulty withdrawing the catheter occurred. During an ablation procedure to treat atrial fibrillation, a farawave nav catheter was selected for use. There were no errors on either the farastar nor on opal throughout the case. The last delivery the physician gave was on the posterior wall (pw), near the right inferior pulmonary vein (pv). The physician followed a map and ablate workflow with no post map. The right inferior was promptly wired out, undeployed the catheter, and pulled the catheter out of the left atrium (la). The physician scrubbed out, and while equipment was being cleaned, the scrub technician requested that the catheter be examined. It was informed that the catheter was difficult to pull out of the faradrive sheath, so the catheter was forcefully removed out of the sheath. A spline was found to be completely broken off from the catheter. It was believed this was due to a sharp turn taken during undeployment of the catheter in the la, which may have resulted in a spline inversion on the way out. The possible inversion was believed to have possibly led to the spline breakage when the catheter was pulled forcefully from the sheath. Procedure was completed with the original devices. No patient complications were reported. The catheter and sheath are not expected to return for analysis as they were disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of spline damaged and defective, difficult to withdraw and spline inversion. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a picture attached to this complaint which evidence the device cage showing a spline detached. The device did not return; therefore, product analysis could not be completed. Risk assessment: a risk review performed for the farawave device confirmed that the event of spline damaged/defective, difficult to withdraw and spline inversion are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion: even though media inspection confirmed the allegations, the product was not returned for analysis to identify any defect with the device; therefore, the reported issue cannot be established due to lack of evidence. Since the investigation does not lead to a clear conclusion, "unable to exclude device problem" code is selected as the most probable cause for this complaint.